Manufacturer narrative:
The t:slim g4 user guide states: the insulin on board (iob) feature reflects how much insulin is remaining in your body from previous boluses. Iob is always displayed on the home screen and is used in bolus delivery calculations when applicable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 290 mg/dl. The customer did not understand what insulin on board (iob) meant and was under the impression that the iob was insulin being delivered over time. The customer was instructed on how the iob display functions. The customer addressed bg level by delivering a bolus via the pump.